Manufacturer narrative:
On (B)(6) 2016 it was reported that a cartridge error message occurred while attempting to load a new cartridge. There was no impact to the customers blood glucose level. The customer was able to load a different cartridge successfully no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received cartridge error message while attempting to load a new cartridge. There was no impact to the customers blood glucose level. The customer was able to load a different cartridge successfully.